Event description:
It was reported that air bubbles could not be removed from an interlink system basic solution set after priming the IV lines. There was no report of patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). . The device was not available for evaluation. Therefore, no device analysis can be performed. Should additional relevant information become available, a supplemental report will be submitted.